Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller indicated using the tandem charging cable and wall adapter when the alert occurred and attempted to resolve the issue by leaving the wall adapter plugged in for at least 30 minutes to see if the pump would begin charging.